Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient had a recent cta of the chest and abdomen that revealed a large distal type 1b endoleak and a possible type iii endoleak, resulting in aneurysm rupture. The aneurysm is currently 9.2 cm in diameter. The physician stated that the patient was not a candidate for an open repair. A valiant 44x44x150 stent graft was used to cover the type iii separation endoleak. A valiant 36x32x150 was used in attempt to seal the distal type 1 endoleak. However, due to the patients lack of distal landing zone the celiac artery was covered in attempt to extend the distal seal zone. The final angiogram was taken and revealed that the patient still had a distal type I endoleak. The physician felt that the endoleak was small enough that it may go away on its own. The physician stated that the cause of the events were related to continued disease progression with thoracic aortic dilatation. No additional clini cal sequelae were reported and the patient is fine.